Event description:
During the index procedure, post stent deployment, the pt suffered an adverse event of reflex change and hemiparesis on the left side. The pt was diagnosed with a transient ischemic attack (tia). The onset was sudden. Recovery was partial with minor residual effects. The pt is a 77 yr-old male weighing 80 kgs, who was consented to the study in 2008. The pt was asymptomatic. The target lesion location was the mid right internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 8.0 mm. Target lesion diameter stenosis was 90 % with lesion length 30.0. Total length of stented segment was 40.0. Geometry of the target vessel was ulcerated with thombus present within the lesion. Qualitative lesion calcification was described as moderate and concentric. Vessel tortuosity by visual inspection was mild. Pre-dilation of the lesion was performed. The final target lesion percent diameter stenosis was 10%. An angioguard distal protection device was used, deployed, and retrieved successfully with no technical problems. There was debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. After stent placement, the pt suffered a tia. There was no malfunction with the stent. Treatment is unk. The procedure was completed. The pt was discharged on two days later, with clopidogrel and aspirin directed.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.